Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and neuropathy peripheral ("neurological conditions or problems (type: peripheral neuropathy )") in a 28-year-old female patient who had essure (batch no. 698927-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena iud. Past adverse reactions to the above products included contraception with mirena iud. Concurrent conditions included body mass index normal. Concomitant products included antibiotics for uti. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), irritability ("hormonal changes (describe: irritability)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced tooth disorder ("dental problems") and abdominal distension ("gastrointestinal or digestive system condition (type: bloating)"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) (type: utis)") and rash erythematous ("rashes or skin conditions type: quarter-size red rashes on feet"). In 2017, the patient experienced neuropathy peripheral (seriousness criterion medically significant), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced arthralgia ("chronic left hip pain"), musculoskeletal pain ("shoulder pain"), depression ("psychological or psychiatric problems (condition: depression)"), anxiety ("psychological or psychiatric problems (condition: anxiety)"), abdominal pain lower ("left lower quadrant pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (to remove the essure implant, hysterectomy (full), salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, neuropathy peripheral, arthralgia, musculoskeletal pain, irritability, urinary tract infection, female sexual dysfunction, depression, anxiety, rash erythematous, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal pain lower and vulvovaginal pain outcome was unknown and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, irritability, musculoskeletal pain, neuropathy peripheral, pelvic pain, rash erythematous, tooth disorder, urinary tract infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: start date of essure was changed from (B)(6) 2011 to (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-oct-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("chronic left hip pain") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia and musculoskeletal pain outcome was unknown. The reporter considered arthralgia, musculoskeletal pain and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : new events chronic left hip pain and shoulder pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and neuropathy peripheral ("neurological conditions or problems (type: peripheral neuropathy )") in a 28-year-old female patient who had essure (batch no. 698927-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *(B)(6)2012, procedure finding(s): 1. Proliferative endometrium, os visualized bilaterally. 2. Essure left in place. From left os. 8 coils visualized after procedure. On right os, 0 coils visualized after procedure. Procedure: the essure was placed without difficulty. (B)(6)2014 findings: the patients last menstrual period was (B)(6)2014. The uterus is anteverted and measures 8.9 x 3.8 x 5.0 cm with normal echotexture. No focal uterine lesion was seen. The endometrial stripe is uniform and homogeneous measuring 5 mm, normal limits for patient's age and menstrual history no cystic change focal lesion or abnormal vascularity is seen in the endometrial stripe . The right ovary measures 2.6 x 1.8 x 3.3 cm. The left ovary measures 2.4 x 1.5 x 2.5 cm. Normal follicles are seen in both ovaries. No focal lesion is identified. A tubular fluid-filled structure is identified near the right adnexa which may represent a hydrosalpinx symmetric arterial and venous vascularity is present in both ovaries. There is a small amount of free intraperitoneal fluid near the right ovary. Urinary bladder is partially distended with urine and shows normal wall thickness. Impression: tubular cystic structure in the region of the right adnexa which may represent a small hydrosalpinx. Small free fluid near the right ovary (B)(6)2016, findings: enlarged uterus, normal ovaries bilaterally, essure devices, and fallopian tubes. Complications: none gross description, received is a 65 gram, 8 x 5 x 4 cm uterus with attached cervix and bilateral fallopian tubes. The serosa is dusky red and smooth. Sectioning reveals the endometrial cavity to be lined by a 0.3 cm pink-red mucosa. The myometrium measures 1.5 cm in thickness and sectioning reveals pink coarsely trabeculated cut surface with two essure metallic coils identified in the right and left cornu. The remainder of the myometrium is unremarkable with no other lesions or masses identified. The right fallopian tube measures4 x 0.5 cm and has ao.2 to 0.3 cm lumen and has attached fimbriae. The left fallopian tube measures 5 x 0.5 cm with fimbriae and has a 0.2 cm lumen. Both fallopian tubes have attached paratubal cysts measuring up to 0.2 cm in greatest dimension. Sections are submitted as follows: block 1 anterior cervix; block 2 posterior cervix; block 3 anterior endomyometrium; block 4 posterior endomyometrium; block 5 posterior cul-de-sac and serosa; block 6 right fallopian tube; block 7 left fallopian tube. (7-x-s) sp/dt. Previously administered products included for an unreported indication: mirena iud. Past adverse reactions to the above products included contraception with mirena iud. Concurrent conditions included body mass index normal, ovarian cyst, abdominal pain, nausea and ovarian cyst ruptured. Concomitant products included antibiotics for uti. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), irritability ("hormonal changes (describe: irritability)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2012, the patient had essure inserted. In 2015, the patient experienced tooth disorder ("dental problems") and abdominal distension ("gastrointestinal or digestive system condition (type: bloating)"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) (type: utis)") and rash erythematous ("rashes or skin conditions type: quarter-size red rashes on feet"). In 2017, the patient experienced neuropathy peripheral (seriousness criterion medically significant) and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced arthralgia ("chronic left hip pain"), musculoskeletal pain ("shoulder pain"), depression ("psychological or psychiatric problems (condition: depression)"), anxiety ("psychological or psychiatric problems (condition: anxiety)"), abdominal pain lower ("left lower quadrant pain"), vulvovaginal pain ("vaginal pain") and amnesia ("memory loss problem"). The patient was treated with surgery (to remove the essure implant, hysterectomy (full), salpingectomy bilateral). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, neuropathy peripheral, arthralgia, musculoskeletal pain, irritability, urinary tract infection, female sexual dysfunction, depression, anxiety, rash erythematous, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal pain lower, vulvovaginal pain and amnesia outcome was unknown and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain lower, amnesia, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, irritability, musculoskeletal pain, neuropathy peripheral, pelvic pain, rash erythematous, tooth disorder, urinary tract infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: start date of essure was changed from 02-jun-2011 to 12jul2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - on (B)(6)2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via social media : amnesia. Most recent follow-up information incorporated above includes: on (B)(6)2018: social media- new event memory loss problem was added.new reporter were added incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and neuropathy peripheral ("neurological conditions or problems (type: peripheral neuropathy )") in a 28-year-old female patient who had essure (batch no. 698927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena iud. Past adverse reactions to the above products included contraception with mirena iud. Concurrent conditions included body mass index normal. Concomitant products included antibiotics for uti. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), irritability ("hormonal changes (describe: irritability)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced tooth disorder ("dental problems") and abdominal distension ("gastrointestinal or digestive system condition (type: bloating)"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) (type: utis)") and rash erythematous ("rashes or skin conditions type: quarter-size red rashes on feet"). In 2017, the patient experienced neuropathy peripheral (seriousness criterion medically significant), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced arthralgia ("chronic left hip pain"), musculoskeletal pain ("shoulder pain"), depression ("psychological or psychiatric problems (condition: depression)"), anxiety ("psychological or psychiatric problems (condition: anxiety)"), abdominal pain lower ("left lower quadrant pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (to remove the essure implant, hysterectomy (full), salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, neuropathy peripheral, arthralgia, musculoskeletal pain, irritability, urinary tract infection, female sexual dysfunction, depression, anxiety, rash erythematous, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal pain lower and vulvovaginal pain outcome was unknown and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, irritability, musculoskeletal pain, neuropathy peripheral, pelvic pain, rash erythematous, tooth disorder, urinary tract infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: start date of essure was changed from (B)(6) 2011 to (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Lot number were added. Events added from pfs- hormonal changes (describe: irritability), infection (bladder/ urinary tract/vaginal) (type: utis), apareunia (inability to have sexual intercourse), psychological or psychiatric problems (condition: depression and anxiety), rashes or skin conditions type: quarter-size red rashes on feet, dental problems, neurological conditions or problems (type: neuropath), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, gastrointestinal or digestive system condition (type: bloating), left lower quadrant pain, vaginal pain. Onset date of event pelvic pain were update. Concomitant drug, lab data, age were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain was so difficult to handle'), neuropathy peripheral ('neurological conditions or problems (type: peripheral neuropathy )') and urinary retention ('urinary retention') in a 28-year-old female patient who had essure (batch no. 698927-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *(B)(6) 2012. Procedure finding(s): 1. Proliferative endometrium, os visualized bilaterally. 2. Essure left in place. From left os. 8 coils visualized after procedure. On right os, 0 coils visualized after procedure. Procedure: the essure was placed without difficulty. (B)(6) 2014. Findings: the patients last menstrual period was (B)(6) 2014. The uterus is anteverted and measures 8.9 x 3.8 x 5.0 cm with normal echotexture. No focal uterine lesion was seen. The endometrial stripe is uniform and homogeneous measuring 5 mm, normal limits for patient's age and menstrual history no cystic change focal lesion or abnormal vascularity is seen in the endometrial stripe . The right ovary measures 2.6 x 1.8 x 3.3 cm. The left ovary measures 2.4 x 1.5 x 2.5 cm. Normal follicles are seen in both ovaries. No focal lesion is identified. A tubular fluid-filled structure is identified near the right adnexa which may represent a hydrosalpinx symmetric arterial and venous vascularity is present in both ovaries. There is a small amount of free intraperitoneal fluid near the right ovary. Urinary bladder is partially distended with urine and shows normal wall thickness. Impression: tubular cystic structure in the region of the right adnexa which may represent a small hydrosalpinx. Small free fluid near the right ovary. (B)(6) 2016. Findings: enlarged uterus, normal ovaries bilaterally, essure devices, and fallopian tubes. Complications: none. Gross description: received is a 65 gram, 8 x 5 x 4 cm uterus with attached cervix and bilateral fallopian tubes. The serosa is dusky red and smooth. Sectioning reveals the endometrial cavity to be lined by a 0.3 cm pink-red mucosa. The myometrium measures 1.5 cm in thickness and sectioning reveals pink coarsely trabeculated cut surface with two essure metallic coils identified in the right and left cornu. The remainder of the myometrium is unremarkable with no other lesions or masses identified. The right fallopian tube measures4 x 0.5 cm and has ao.2 to 0.3 cm lumen and has attached fimbriae. The left fallopian tube measures 5 x 0.5 cm with fimbriae and has a 0.2 cm lumen. Both fallopian tubes have attached paratubal cysts measuring up to 0.2 cm in greatest dimension. Sections are submitted as follows: block 1 anterior cervix; block 2 posterior cervix; block 3 anterior endomyometrium; block 4 posterior endomyometrium; block 5 posterior cul-de-sac and serosa; block 6 right fallopian tube; block 7 left fallopian tube. (7-x-s) sp/dt. Previously administered products included for an unreported indication: mirena iud. Past adverse reactions to the above products included contraception with mirena iud. Concurrent conditions included body mass index normal, ovarian cyst, abdominal pain, nausea and ovarian cyst ruptured. Concomitant products included antibiotics for uti. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), irritability ("hormonal changes (describe: irritability)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced tooth disorder ("dental problems") and abdominal distension ("gastrointestinal or digestive system condition (type: bloating)"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) (type: utis)") and rash erythematous ("rashes or skin conditions type: quarter-size red rashes on feet"). In 2017, the patient experienced neuropathy peripheral (seriousness criterion medically significant) and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced urinary retention (seriousness criterion hospitalization), arthralgia ("chronic left hip pain"), musculoskeletal pain ("shoulder pain"), depression ("psychological or psychiatric problems (condition: depression)"), anxiety ("psychological or psychiatric problems (condition: anxiety)"), abdominal pain lower ("left lower quadrant pain"), vulvovaginal pain ("vaginal pain") and amnesia ("memory loss problem"). The patient was treated with surgery (to remove the essure implant, hysterectomy (full), salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, neuropathy peripheral, urinary retention, arthralgia, musculoskeletal pain, irritability, urinary tract infection, female sexual dysfunction, depression, anxiety, rash erythematous, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal pain lower, vulvovaginal pain and amnesia outcome was unknown and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain lower, amnesia, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, irritability, musculoskeletal pain, neuropathy peripheral, pelvic pain, rash erythematous, tooth disorder, urinary retention, urinary tract infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: start date of essure was changed from (B)(6) 2011 to (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via social media : amnesia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New event urinary retention was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.